Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. In 2009, the pt/layperson complained that blood glucose results with her onetouch ultra2 meter had been inaccurately elevated since approximately five months prior, with the following month the last date she used the meter. Since then, the pt used a friend's unk blood glucose meter. All results are in mg/dl, correct unit of measure. On that day, the pt obtained 140 mg/dl before breakfast at 8 am. The pt ate her "normal breakfast" and took her usual 500 mg metformin tablet. At noon, the same day the pt reportedly became weak, shaky, and sweaty. The pt did not test. A friend advised her to drink juice and soda, which she did. Reportedly, she did not feel better. The pt felt as if she would pass out between 2 and 3 pm. When the pt's husband found her symptomatic at that time, he tested her on the meter, result 186. Unable to place honey in her mouth, the husband called emt. At 3:30 pm, emt tested, result 43. It is not known if emt treated the pt before transporting to ER where her blood glucose was 37 around 4 pm. She was given IV fluids and oral glucose gel, and admitted for two days. Although the pt described correct technique, she had no strips or control at the time of the call to run quality control, obtain lot numbers, or verify coding. The pt's meter, test strips, and control were replaced. Because the pt alleged the product's results were inaccurately high, and she subsequently suffered symptoms suggestive of hypoglycemia and had to receive treatment by hcp's, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.